Event description:
While treating a patient the device delivered four discharges of energy appropriately, and then displayed "analysis halted" and "bridge test failed" messages. Clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.